Event description:
It was reported that the stabilizer broke and the microdelivery catheter stretched when the physician attempted to deploy the stent at the target lesion. The device was successfully removed without any reported clinical consequence to the patient. Analysis of the returned device found that the microdelivery catheter and stabilizer were detached at the proximal end.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was returned with a guidewire inserted within the device. Analysis of the returned device found that the proximal end of the microdelivery catheter was stretched and detached under the strain relief and the inner braid was still intact. The stent was observed to be in the intended location and the catheter had a kink on the distal end where the stent was located. The distal lumen of the catheter was conforming to the visual specification. A small amount of blood was noted in the catheter. The stabilizer was jammed inside the catheter, and it was not possible to remove it from the catheter. The stabilizer was kinked and separated 4cm from the proximal end and appeared to have kinked then separated. The guidewire was found to be kinked 137.5cm from the proximal end. Functional testing could not be performed due to the jammed stabilizer. The stent was pushed from the catheter using a 0.014" guidewire. There was blood on the stent and it was found to be conforming to specifications. Based on the investigation and information provided, there is no indication that the device was not used in accordance with the labeling or that this caused or contributed to the reported event. From the investigation finding, the most likely cause of the observed anomalies is high friction that resulted in the physician applying excess force between the stabilizer and catheter in an attempt to deploy the stent. The exact cause of the friction is unknown and a root cause of operational context was assigned.